Event description:
It was reported that occlusion alarms occurred. A system check was being performed by tandem technical support; however, the customer was unable to complete the check and ultimately change the cartridge to address the issue. There was no adverse impact to customer¿s blood glucose level.